Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the surgeon reported the patient had a post-op bile leak and surgeon had concern about the 5mm clip applier lot/batch, however device was discarded and no lot/ batch information could be provided. Surgeon reported the clip applier misfired, clips were not tightening down all the way, clips scissored, and clips were dispensing two clips at once. The surgeon does not pre-load and inspect every clip within the jaws, off of the vessel, before placing on a structure. He also reports he places three clips, and divides leaving two on stump and one on specimen side. Surgeon reported ercp showed leak from cystic duct stump so presumably clips not there, although not specifically documented. These were not "duct of luschka" leaks and sphincterotomy/ stenting was performed due to bile leak. Patient's current status was reported as discharged from hospital.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2020. H2: additional information received: per the sales representative, "upon further investigation, the surgeon was properly visualizing his first clip but was not visualizing subsequent clips after that prior to firing we went over the steps for use and he understands that he was utilizing improper technique. He now understands that he needs to visualize every clip prior to firing."

Manufacturer narrative:
(B)(4). Date sent: 7/22/2020. H10 = corrected data= report submission due date. Report submission due date is 7/24/2020. H2: additional information received 6/24/2020: additional information received from surgeon on 6/24/2020: is surgeon able to quantify the number of bile leaks that he or she believes may potentially be related to the ligamax el5ml device? I have had 2 leaks in the past month and had noticed some issues with the clip appliers at same time (one complaint reported under this report, 3005075853-2020-03340 and second complaint reported under report number 3005075853-2020-03744). Both complaints have been reported. How is surgeon determining bile leak due to the ligamax el5ml device? Surgeon reported "I noticed the clip applier misfiring, not tightening down all the way sometimes, scissoring clips, dispensing 2 clips at once, etc. This has been reported by me, at least. Surgeon said doesn't know for sure what's behind it, so just looking at all possibilities." Did surgeon experience any intraoperative issues that occurred with the ligamax el5ml device (for example, issues such as clip malformation)? See above. Is it the surgeon¿s normal routine to preload and inspect every clip within the jaws off of the vessel before placing on the structure? No. Is it surgeon¿s common practice to single clip or double clip? I place 3 clips and divide leaving 2 on stump and 1 on specimen side. Were the initial surgeries emergency surgeries for acute cholecystitis or were they elective procedures? Acute. For those patients that did have bile leaks, was there an ercp done to confirm clip presence or any scans (how was bile leak discovered)? Leak was from cystic duct stump so presumably clips not there, although not specifically documented. This was not "duct of luschka" leak. If ercp was performed, was the clip present or not present? See above. If the clip was present, what was the clip shape? Do not know. How was bile leak treated? Sphincterotomy and stenting. What is current patient status for all patients? Discharged. Additional information received on 6/25/2020 rep reviewed proper steps for use with surgeon. Surgeon reported not always inspecting the clip in jaws. Additional information received on 7-2-2020: rep reported upon further investigation, the surgeon was visualizing his first clip but was not visualizing subsequent clips after that, prior to firing. We went over the steps for use and surgeon now understands that he needs to visualize every clip prior to firing.